Event description:
There was an allegation of a questionable creatinine result for a patient sample tested on a cobas 8000 cobas c 701 module. The initial result was 267 mol/l. The repeat result was 71 mol/l.

Manufacturer narrative:
Calibration was acceptable. Alarm trace shows multiple abnormal aspiration and sample short alarms, indicating pre-analytical issues. The field service engineer (fse) adjusted the ultrasonic mixer, replaced a sample needle, revised the external wash flow rates, and adjusted the water level in the cuvette. Following the fse intervention, no further issues were observed. The root cause is most likely caused by a hardware issue in combination with pre-analytical issues. The investigation determined that the service actions resolved the issue.